Event description:
A female, pt, underwent aaa repair in 2009. The pt's anatomical form was suitable for endovascular repair and the procedure was conducted as labeled. After deployment of the ipsilateral iliac leg, the physician withdrew the gray positioner of the delivery system and blood heavily leaked from the hemostatic valve (1820334-2009-0058). Blood leakage from the hemostatic valve also occurred when the physician withdrew the gray positioner of the contralateral iliac leg delivery system (1820334-2009-00559). Blood transfusion was performed (4units, 560ml). The pt didn't show any post procedure symptoms.

Manufacturer narrative:
Event evaluation: still under investigation.